Event description:
It was reported that during device interrogation, the right atrial (ra) threshold had increased past the programmed outputs. Once the surface electrodes were placed on the patient, the ra lead appeared to be not capturing. The device was reprogrammed. No adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during device interrogation, the right atrial (ra) threshold had increased past the programmed outputs. Once the surface electrodes were placed on the patient, the ra lead appeared to be not capturing. The device was reprogrammed. No adverse patient effects were reported. The ra lead remains in service.